Event description:
A patient reported they were unable to test due to their meters allegedly would only prompt "error 4" message on the one touch profile and "error 1" on the one touch ultra. Treatment was 2 mg of amaryl (dosage was 1 mg - doctor increased dosage due to to high bg not due to meter readings per patient). No further information has been reported.